Event description:
It was reported that this insertable cardiac monitor (icm) device battery reached recommended replacement time (rrt) earlier than expected. Boston scientific technical services (ts) received a call from the boston scientific representative. The boston scientific representative provided the icm device reached rrt after less than one year implanted. Ts suggested the icm device should be returned if explanted and replaced if continued monitoring is needed. Subsequently the icm device was explanted. Another icm device was implanted to continue monitoring. Device has been returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
This icm was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. X-ray examination of the device identified no anomalies. An attempt was made to interrogate the device and it was noted the icm could not be communicated with. The device case was removed to facilitate inspection and testing of the internal components. The battery was removed and replaced with an external power source. The current drain was measured and found to be normal. The battery was forwarded for detailed analysis. This analysis identified an internal battery short that resulted in the observed premature battery depletion.

Event description:
It was reported that this insertable cardiac monitor (icm) device battery reached recommended replacement time (rrt) earlier than expected. Boston scientific technical services (ts) received a call from the boston scientific representative. The boston scientific representative provided the icm device reached rrt after less than one year implanted. Ts suggested the icm device should be returned if explanted and replaced if continued monitoring is needed. Subsequently the icm device was explanted. Another icm device was implanted to continue monitoring. Device has been returned for analysis. No adverse patient effects were reported.